Event description:
The pt's device was explanted for an MRI procedure. Reimplant surgery has been scheduled. Advanced bionics is in the process of gathering further info. Once additional info is received a supplemental report will be submitted.